Event description:
Literature was reviewed regarding endocarditis in bovine jugular vein conduits. The article included a retrospective study of 16 patients from a single center as well as a meta-analysis review of other literature. Multiple manufacturer¿s devices were referenced in the article; medtronic devices referenced included the contegra conduit and melody transcatheter bioprosthetic valve. Among all patients, clinical observations included: infective endocarditis (positive for streptococcus viridans, streptococcus mitis, streptococcus sanguis, and methicillin-sensitive staphylococcus aureus, kingella, and bordetella), vegetations, structural valve deterioration, congestive heart failure, pulmonary stenosis, severe pulmonary regurgitation, severe conduit stenosis with right ventricle outflow tract obstruction, pulmonary abscess, calcified conduit, and antibiotic therapy and/or surgical intervention to treat. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: wu et al. Endocarditis of bovine jugular vein conduits. Semin thorac cardiovasc surg. 2025 jul 11:s1043-0679(25)00101-7. Doi: 10.1053/j.semtcvs.2025.05.015. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.